Event description:
It was reported that the insulin pump has an unremovable battery cap. The blood glucose reading was 88 mg/dl. The customer stated that she was unable to remove the battery cap with a quarter as advised, and she did not have access to a screwdriver per troubleshoot. The customer also mentioned that the side of the battery compartment had a few cracks, and some of the plastic was about to come off. She was unsure how the damage occurred. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with stripped battery coin slot, minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.